Event description:
The customer called for help with his meter. While troubleshooting, he performed normal control tests and received results of 269 and 272 mg/dl. The normal control range was 116-167 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.